Event description:
A malfunction on the pump was reported by the caller. There was no reported impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in doing so, which resolved the issue, allowing the customer to continue using the pump. The caller was advised to contact support again if the malfunction recurs, and they acknowledged and understood the instructions.